Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The stem extractors have a bent tip. Update october 19, 2015 - upon receipt of the devices, it was found that the pfc stem trial extractor with lot code g0109 has fractured at the threaded tip.

Manufacturer narrative:
Examination of the submitted trial extractors confirmed that one of the trial extractors threaded tip is bent and the other is bent as well as fractured near the first thread of the threaded region. The root cause is attributed to suspected misuse during removal of the stem trial from the bone canal. There is evidence suggesting the instruments were levered side to side. Based on the investigation determination of misuse/misapplication of the instruments as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.